Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that mini drawer 1.1 was coming out more than normal. A field service engineer conducted an inspection of the station and replaced the mini engine. Subsequently, the engineer rebooted the system and performed firmware updates. The system functioned as intended after field service engineer troubleshooting.

Event description:
It was reported by the customer that the pyxis anesthesia es system station entire drawer of the mini station has come out and cannot be closed again. Recovery has been unsuccessful. A customer reported that the user obtained the medication from a nearby station and confirmed that there was no delay for the patient. There were no adverse events or injuries reported based on this event.